Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on both front corners of top case and ac receptacle also cracked on right plunger case and bottom case. Event history log review was performed and found motor rate error in log. Visual inspection and occlusion testing were performed. The customer?s reported problem was confirmed. According to the investigation, motor rate error was found during occlusion test and the reported problem was caused by the combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Investigator?s replaced motor assembly, worm gear, leadscrew and clutch halves. Investigator?s also replaced damaged top and bottom cases, right and left plunger cases, plunger case seal, plunger tube, power ac cable receptacle, barrel tapered spring and ear clip spring. Replaced battery due to low led. Installed missing plunger case o-ring. Replaced the teflon washers with the delrin washer. Installed cable guard per (B)(4). Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The problem source of the reported problem is normal wear (pump is over 14 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor rate error. No patient involvement reported. No reported adverse effects or patient injury.